Event description:
It was reported that the endoscope reprocessor was used to reprocess a gastrointestinal videoscope (gif-xz1200) without the connecting tube attached to the videoscope and the videoscope was used on the next patient as is. The issue was found during reprocessing and there were no reports of delays or patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to 9610595-2025-10223-00 and 9610595-2025-10217-00.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the device was used on a patient after being washed with a washing and disinfection device with the washing tube detached. There is a possibility that the user understanding may have differed from olympus recommendation in device handling and/or reprocessing steps. The event 1. Is preventable by handling device in accordance with the following IFU. An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.